Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.

Event description:
It was reported that a bd vacutainer push button blood collection set leaked during blood collection. There was no report of exposure to the mucosal membrane, serious injury, or medical intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a cut or slice in the tubing of the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos, the customer¿s indicated failure mode for a cut or slice in the tubing of the incident lot was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer push button blood collection set leaked during blood collection. There was no report of exposure to the mucosal membrane, serious injury, or medical intervention.